Event description:
Email received regarding patient's left proximal humerus mig implant: "I feel the distal fixation is loosened." Additional information provided by rep: "...I believe that the distal portion is failing as there was very little room on the original surgery for the stem to adhere to the bone." Update 06 aug 2021 - x ray review: " [..] And the fixation screw has backed out".

Manufacturer narrative:
Reported event: an event regarding loosening involving a mig, proximal humeral replacement was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mig proximal humeral replacement which was inserted on (B)(6) 2020. The surgeon reported that the distal stem was loosened. The CT image provided shows that there are big radiolucent lines along the stem between the stem and cement mantle, and between the cement mantle and bone. The cement is fragmented, and the fixation screw has backed out. There are remarkable bone resorptions and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other relevant events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Email received regarding patient's left proximal humerus mig implant: "I feel the distal fixation is loosened." Additional information provided by rep: "I believe that the distal portion is failing as there was very little room on the original surgery for the stem to adhere to the bone."